Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l58356, implanted: 1999-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that an MRI had been ordered to look for granuloma at the catheter tip. It was unknown what the pump system was delivering. There was no further information. Additional information has been requested, but was not available as of the date of this report.